Event description:
It was reported via trial that several non-abbott bare metal stents (bms) were implanted in the left and right coronary arteries since 2002. On (B)(6) 2009, a xience v stent was implanted in the left anterior descending artery (lad) to treat a restenosis in a bms stent and a xience v stent was implanted in the right coronary artery (rca) to treat in-stent restenosis of a bms. The patient, who was asymptomatic, was re-hospitalized in (B)(6) 2011 as a control to assess therapeutic regime of multifocal disease. Coronary angiogram, done on (B)(6) 2011, revealed restenosis in the xience v stent implanted in the lad on (B)(6), 2009. No revascularization was performed and the patient was treated with medications including plavix and anticoagulants. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported stenosis is listed in the instructions for use as known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.